Event description:
It was reported that the patient had a wound dehiscence at the pump site. The patient experienced increased spasticity and diaphoresis. The patient was in the intensive care unit and the physician was considering aggressive weaning of intrathecal baclofen and pump removal. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.